Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an endoscopic submucosal dissection (esd) for rectal tumor procedure performed on (B)(6), 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip did not deploy from the catheter, causing more bleeding to the patient. The procedure was completed, and the bleeding was successfully resolved by placing another resolution 360 clip. The patient condition following the procedure was reported to be fine.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not deploy from catheter.